Event description:
It was reported that prior to the procedure, the device was tested and the clips were not closing. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and a clip with gap was fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.